Manufacturer narrative:
Information contained in this record was previously submitted through psr on 04/23/2018 and 01/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device and weight to the specification. Cloudiness in the gel was observed after autoclave cycle. Base on the device analysis the final assessment is: creases observed but not related with the manufacturing process. No issues found related with the manufacturing process the event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma late and capsular contracture, baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, "liquid collections" occurring over 2 years following implant, folds, inflammation, calcifications, pain, and hardening. The device has been explanted.